Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using multiple spectranetics devices (14f glidelight laser sheath, 11f tightrail rotating dilator sheath), the ra lead was successfully removed. Working to remove the rv lead next, the physician used the 14f glidelight but progress stalled, so he upsized to a 16f glidelight, advancing to the lead''s distal coil. The lead came free from the rv and when the lead was removed and observed outside the patient, there was tissue present on the lead''s tip and the patient''s blood pressure began to drop. Rescue efforts began immediately, including sternotomy. An rv perforation was discovered and repaired. To remove the lv lead, the physician alternated between the 14f glidelight and the 11f tightrail, with traction being applied from the lld, when the lv lead broke off at its tip (MDR #1721279-2023-00019). The lv vessel was too small to snare the lead tip, so it remained in the patient with no further intervention. The patient survived the procedure. The patient was discharged and doing well. This report captures the lld present within the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient''s weight unk. Device model number, lot number, catalog number, expiration date and UDI unk. 510k number unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Cardiac perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.